Event description:
It was reported that a spectrum pump had a "door jam error". It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. Evaluation experienced a load set alarm corresponding with the reported symptoms of "door jam error". This alarm was caused by the upper link screw being loose. The screw was adjusted during evaluation resulting in the unit performing as expected. The link screws were replaced during the repair process.